Event description:
This pt had three aneurysms. During coil embolization of a 6 x 15mm left middle cerebral artery aneurysm it was reported the orbit coil prematurely detached. The physician was advancing the first coil, the majority of the coil was placed into the aneurysm with a small section still in the microcatheter (mc), when the coil detached prematurely. The marker bands were not aligned and no one had touched the syringe. There was one to one relationship between the coil and mc. No resistance was felt during the procedure. The mc was positioned first and then the coil was introduced. The mc was not re-shaped at any time prior to use. Continuous flush was maintained within excel 14 mc. No attempt was made to retrieve the coil. Part of the coil was in the aneurysm with a "tail" in the parent vessel that was clearly visible. All three aneurysms were treated. There was no adverse outcome to the pt. The pt was given aspirin after the procedure.